Event description:
It was reported that the patient developed a small hole in the scrotum leading to an inflatable penile prosthesis (ipp) removal and replacement surgery. During the procedure the reservoir was left in place. The patient was said to be good after the procedure. It was further reported that the hole in the scrotum was closed during the replacement surgery. There were no device malfunction associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, h2, h3, h6, h10 updated. Product investigation completed. An allegation of an infection was reported. The ams 700 ipp cylinders and (ms) pump were visually inspected. The cylinders performed within specification. The pump was functionally tested and failed the activation test, requiring more than 8lb.of force to activate. Product analysis could not confirm the reported events nor a relationship with the identified pump malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient developed a small hole in the scrotum leading to an inflatable penile prosthesis (ipp) removal and replacement surgery. During the procedure the reservoir was left in place. The patient was said to be good after the procedure. It was further reported that the hole in the scrotum was closed during the replacement surgery. There were no device malfunction associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated the issue was associated with an infection. No more information available at the moment. Should additional information become available, it will be provided.